Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation of the device, a capture anomaly was observed on the right atrial lead. The lead was capped on (B)(6) 2017. During the procedure, the lead appeared to be dislodged. The patient was stable before, during and after the procedure.